Event description:
It was reported that during a lap gastric bypass procedure, the first firing stroke was very difficult to fire. The staples were bunched. The surgeon removed the instrument off tissue because the firing did not feel right. They put a new reload and the device fired successfully all three strokes. On this firing after made first stroke, it worked well; the second stroke, the firing handle did not engage. It was very easy to move, the handle was limp. They had to move the firing handle about 3 or 4 times plastic-to-plactic and then on the 5th trigger movement the knife and staples advanced. On the next firing when surgeon engaged the device on the first stroke, the firing handle advanced a little and then stopped and would not go further. They got a new gun to complete the procedure without any pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.